Manufacturer narrative:
Concomitant medical products: product ID: 977c165; serial#: (B)(4); implanted: (B)(6) 2020; explanted: (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 13-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative the patient was implanted on (B)(6) 2020. Following the implant, she experienced weakness in her legs, resulting in her falling several times. The feeling of weakness did not decrease. They proceeded on (B)(6) 2020 to salvage the spinal cord stimulator implant by performing a decompression at t10/t11, tried placing paddle retrograde, and using a smaller 2x8 paddle. Neuro monitoring was present during the case. They noted that the spinal cord was still being affected with the placement of the paddle. After making several attempts, the surgeon decided to explant the entire system.

Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had implant on (B)(6) 2020 and it didn't work, they never put it in, patient came in for surgery with a cane and after the surgery the patient was on a stretcher they couldn't walk and did surgery again on october 7. Caller says that after the surgery the patient found they had no control of bowels or bladder or legs. Caller says that the patient is currently in a nursing home and wasn't before the surgery. Caller says the patient had good results during scs trial.